Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the cutting felt weaker than usual (poor cutting) before surgery. The procedure type was unknown. The surgery was completed on the same day by replacing another product. There was no information about patient impact.